Manufacturer narrative:
Retain devices performed as expected when tested by bci using controls and low (24miu) and high (226miu) quantitative positive clinical urine samples. Both patient samples were tested from same box of product. Customer was informed that mas I and ii controls are not validated for icon 20 hcg. Patient samples were not submitted to bci for verification. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant negative (-) urine test results. Patient a and b urine samples gave negative (-) results when tested with the icon 20 hcg test kits. Patient a had a serum tested on the same day and a result was 229.2miu/ml. For patient b serum quantitative test was not performed; however, the patient has had all other routine pregnancy blood work requested and cases notes state: "normal first pregnancy". No injury has been reported in connection with this event.